Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification and thickening of the valve were noted on tte. The device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with without structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an aortic bioprosthetic valve, implanted for approximately six (6) years and eight (8) months, is experiencing moderate-to-severe aortic regurgitation. Per medical records, the patient presented to the emergency department for rapid atrial fibrillation and congestive heart failure. The patient was treated with medication. Tte showed that aortic valve was mildly-to-moderately thickened. It was also moderately calcified. It is unknown if there will be intervention on the aortic valve at this time.